Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer reported via phone call, the act and esc buttons on the device weren't responding when being pressed. Customer's blood glucose was 10.2 mmol/l. Customer didn't recall any significant event which may have caused the keypad. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with no button response due to a flattened button dome switch and an unlocked lcd keypad connector. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.